Event description:
At about 4 months from the primary, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 november 2023. Lot 2245565: 45 items manufactured and released on 13-apr-2023. Expiration date: 2028-03-23. No anomalies found related to the problem. To date, 37 items of the same lot have been sold with no similar reported event during the period of review. Additional component involved (not revised): reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2247046: 50 items manufactured and released on 23-feb-2023. Expiration date: 2028-02-05. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with other 3 similar reported event during the period of review.